Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.